Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation. A relationship between the reported event and device could be established. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and showed a defective power supply. The root cause is determined to be an electrical component failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint review was performed and showed other related failures. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for adverse trends related to this product.

Event description:
It was reported that the versajet ii console could not turn on; no case reported; therefore, there was no patient involvement.